Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer is using the sdi signal from the cv-190 sdi out2 to the lmd-1951md>sdi in1. Tac instructed the customer to select each input and observe the result. According to the customer, each input indicated "no sync". Tac then instructed the customer to switch the input the connection from lmd-1951md>sdi1in to lmd-1951md>sdi2in, which resolved the issue. The customer retried lmd-1951md>sdi1in again and the customer received a signal. Although the issue was resolved at the time of the call, tac was unable to isolate the cause. The customer has no spare component to attempt additional troubleshooting. It could be a loose connection, it could be a bad cable, it could be that the user did not select the correct input. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), that when the evis exera iii video system center was connected to the monitor and everything was turned on, everything was black. The monitor displayed error message ¿no sync.¿ there were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information obtained from the reporter. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) connection failure of the sdi (serial digital interface) cable (loose connection). B) faulty sdi cable. C)or wrong selection of the video input menu setting of the device. A definitive root cause cannot be identified. The reporter was unable to provide further details regarding this event. Olympus will continue to monitor the field performance of this device.